Event description:
The shock impedance was 47 ohms at implant and the next day it was 110 ohms. Days later, the shock impedance is greater than 150 ohms. They are going to see the pt on (B)(4) in office and decide what course of action will be taken. On (B)(4)2010 - we were informed that a lead revision was performed on (B)(4) 2010 and the set screw was tightened. This lead remains implanted in the pt.